Manufacturer narrative:
Review of the device history record will be performed. Device still in the patient.

Event description:
On (B)(6) 2016, a female patient (dob (B)(6)) was implanted with a perceval size m sutureless valve (sn (B)(4)). The same day of the surgery, the patient developed delirium that was resolved in the same day. One week later on (B)(6) 2016, the patient developed a cardiac arrhythmias(unknown if it is device related).

Event description:
On (B)(6) 2016, a female patient (dob (B)(6) 1949) was implanted with a perceval size m sutureless valve ( sn (B)(4)). The same day of the surgery the patient developed delirium that was resolved in the same day. One week later on (B)(6) 2016 the patient developed cardiac arrhythmia and a pacemaker was implanted. On (B)(6) 2016 the patient was discharged.